Event description:
Caller states the pt tested 3.2 inr on the coaguchek s system and 2.3 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return. Replacement was sent.